Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display device. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed the screen is all disorder and there is a white strip that goes all the right side and on the right, there is a gray block. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.